Event description:
It was reported to philips that there was stand movement errors. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips received a complaint indicating that stand movement errors. A philips field service engineer (fse) examined the system onsite and troubleshooted. Upon checking log files fse did not find any stand movement errors. The device was confirmed to be operating per specifications and no failure was identified. The codes were updated based on the investigation outcome. Evaluation method code was corrected.